Event description:
Nearly choking [choking sensation] [oral-b] toothbrush head broke off inside mouth [device breakage] case narrative: consumer's relative/friend stated via e-mail that the head of the toothbrush broke off inside their wife's mouth, nearly causing choking. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.